Manufacturer narrative:
This supplemental report includes the response received from the distributor stating that the previous cases have been completely cured and there were no sequelae after active treatment in the hospital. No further information regarding these incidents is available. No information was provided on whether a tass investigation would be conducted at the hospital level, however, it was noted by the distributor that literature was reviewed to determine if another factor could be the cause of these incidents. Lenstec is conducting further testing based on the literature provided by the distributor and will provide a final report on completion of our investigation. Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from these batches. Additionally, the assessment by lenstec's medical monitor stated that it is highly unlikely that this incident was lens related. There was no evidence to suggest that any aspect of these devices was responsible for the reported issue after implantation. Furthermore, lenstec confirms that the lenses, their design and the manufacturing process are not at fault due to the extensive testing that we have performed on these models.

Event description:
Lenstec received an email stating "secondary uveitis after implantation of lenstec iol."

Manufacturer narrative:
Based on the investigation previously conducted, lenstec confirms that all procedures in the manufacturing and packaging of the devices were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from these batches. Additionally, the assessment by lenstec's medical monitor stated that it is highly unlikely that these incidents were lens related. Furthermore, the testing results confirmed the absence of detectable levels of aluminium. There was no evidence to suggest that any aspects of these devices were responsible for the reported uveitis after implantation. Lenstec confirms that the lenses, their design and the manufacturing process are not at fault due to the extensive testing that we have performed on these models.

Event description:
Lenstec received an email stating "secondary uveitis after implantation of lenstec iol."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from these batches. Additionally, the assessment by lenstec's medical monitor stated that it is highly unlikely that this incident was lens related. There was no evidence to suggest that any aspect of these devices was responsible for the reported issue after implantation. Furthermore, lenstec confirms that the lenses, their design and the manufacturing process are not at fault due to the extensive testing that we have performed on these models.

Event description:
Lenstec received an email stating "secondary uveitis after implantation of lenstec iol."